Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the patient's abdominal wound had never healed and as a result, a vac drain was required. On the morning of the event, the patient awoke to find the vac drain full of blood. A CT scan taken did not reveal the source of the bleed, but it was suspected to be coming from the device. A decision was made to replace the lvad with the manufacturer's clinical trial lvad.

Manufacturer narrative:
The patient remains on lvad support. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time.